Event description:
A disposable cutting guide instrument broke following impaction onto the bone during surgery. The surgeon altered the technique slightly to complete the surgery.

Manufacturer narrative:
A disposable cutting guide instrument broke following impaction onto the bone during surgery. The surgeon altered the technique slightly to complete the surgery. Review of the device history record indicates that the device was manufactured to spec.